Manufacturer narrative:
This report is for two unknown cortex screws/unknown lots. Par and lot numbers are unknown; UDI number is unknown. Device has not been reported as explanted yet. Complainant part is not expected to be returned for manufacturer review/investigation as it is still in the patient. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient will have a non-locking wrist fusion plate and broken screws removed in about a month due to the broken screws. The original implant date was on an unknown date in 1991. An x-ray was performed on an unknown date which showed two broken screws around the head. The plate was intact. Concomitant devices reported: non-locking wrist fusion plate (part and lot numbers unknown) this report is for two unknown cortex screws. This is report 1 of 1 for com-(B)(4).